Manufacturer narrative:
Correction: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The single-use device was received for evaluation in a specimen jar. Both rings were free inside the jar along with the white jaw assembly holder. No portion of the jaw assembly was returned. Both rings show visible signs of use (dried blood, manipulation marks in the ring material). No functional testing could be completed during analysis. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the coupler ring of a 3.0 mm coupler slipped out of the coupler unit. The device had been in use for 5 minutes. The device was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.